Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and f10. Product family: scs-ipg-r; upn: m365sc11320; model: sc-1132; serial: (B)(6); batch: 19186591.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an increased charge burden on the implantable pulse generator (ipg) and needed the ability to have an MRI. The patient is satisfied with the procedure. Device will not return due to facility protocol and electrocautery was used during the procedure.

Manufacturer narrative:
Product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 19186591.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.